Manufacturer narrative:
Na

Event description:
It was reported that the ventilator stopped ventilating the pt. It is unk if the ventilator alarmed when the reported problem occurred. There was no pt harm as the problem was noticed quickly and the pt was ventilated with a baf valve mask for the flight.